Event description:
It was reported, approximately 6 years and 4 days, after the implant of a 34 mm transcatheter aortic bioprosthetic valve (tav), in a patient with aortic stenosis (as) at baseline valve failure was noted. The failure was characterized as mild aortic regurgitation with a pressure half time of 337 ms, moderate-severe as with an estimated aortic valve area of 1.02 cm², a maximum velocity of 4 m/s, and a gradient of 36 mm hg. Review of imaging showed possible pannus/thrombus versus inadequate contrast filling seen inside of the tav frame. Calcium build up was noted under the left coronary cusp and non-coronary cusp extending into the left ventricular outflow tract and the proximal left and right coronary arteries. The patient was evaluated for a tav-in-tav. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.